Event description:
It was reported that electrocardiograms (egms) were missing from the device despite episodes being logged. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of no mode switch (ams) electrocardiograms being stored was confirmed. Based on the information provided, the ams counter was at zero indicating that the ams egms was set to off during the time of occurrence. The root cause was unable to be determined as the previous session record was unable to be obtained to confirm programmed settings during the ams episodes.